Event description:
It was reported that the customer passed away. Reportedly, the customer had an elevated blood glucose level prior to death; however, cause of death had not yet been determined at the time of the report. The pump has been returned and a device evaluation indicates that the pump was not in use at the time of death. A pump data review will be performed and a follow-up report will be submitted accordingly.